Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging a tactile changes/unresponsive keypad issue; all keypad buttons under responsive.. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02-oct-2018 with the following findings: on investigation, the keypad cover was intact and without damage. All the keypad buttons were unresponsive on testing. There was no contamination of the button contacts. Evidence of moisture corrosion was found inside the pump on the keypad connector and on the display board. Investigation duplicated the keypad complaint.